Event description:
Patient was here for right lower extremity angiogram with possible intervention. Post atherectomy and during removal of spiderfx (embolic protection device), the filter portion of the device became detached inside the patient's left groin. Dr. Decided to send the patient to the operating room to remove the remaining portion of the filter. Patient remained hemodynamically stable throughout. Brief summary of procedure: following the arthrectomy, there was some debris within the spider embolic protection device. Attempts made to remove this via the quick-cross catheter as it was evident that the device could not be completely removed. Another attempt to remove it via the sheath; however, there was significant debris within the spider embolic protection device that did not allow for removing this into the sheath itself. The basket portion of the spider embolic protection device then dislodged and disconnected from the wire itself. The basket was now free-floating within the right common femoral artery and the wire was then removed in its entirety. Utilizing a 5 mm snare, a portion of the spider embolic protection device then was successfully grasped with the snare and withdrawn back up to the level of the distal aspect of the sheath. Once more, attempts were then made to remove the sheath, all under fluoroscopic guidance. The sheath was then withdrawn over the aortic bifurcation with the remaining portion the spider embolic protection device maintained via the snare. The pt. Still had good flow in the common femoral artery, profunda femoris, and sfa, good flow through the previously treated sfa lesion and as had been seen pre intervention. Upon removal of the sheath, the basket portion of the spider embolic protection device had become dislodged and was maintained within the common femoral artery. A decision was made to take patient urgently to the operating room for removal of the device. Successful surgical removal of device in 2 pieces.